Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4213935. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: on (B)(6) 2025, the PICC was changed, and at the same time, the split diaphragm needleless closed infusion connector at the end of the catheter was replaced, connecting 5 sticks of niclosamide + 42.5 ml of saline to be pumped in at 5 ml/h. It was found that the connector was cracked in the morning of may 18, and the whole time blood was returned in the PICC catheter, and gauze wrapped around the connector was soaked, resulting in the failure to ensure that the medication could be pumped in properly, and the existence of a blocked line that could not be re-circulated. Risks.